Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks due to atrial fibrillation (af). The patient was hospitalized in the intensive care unit as a result. Technical services (ts) reviewed device data and noted that atrial tachycardias in the vt zone was present, and the sustained rate duration for therapy was met due to the programmed settings. Ts discussed reprogramming options and disabling the sustained rate duration to prevent further inappropriate therapies. This ICD remains in-service. No additional adverse patient effects were reported.